Event description:
The customer contacted heartsine to report that their pad-pak could not be inserted into their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device and duplicated the reported issue. This was attributed to the locator pins being bent on both the battery and patient terminal sides, which had impeded the insertion of the pad-pak within the device and resulted in the device not powering on. The investigation was unable to determine when the damage to the locator pin occurred. There was also physical damage to the electrode tray¿s retaining clip that could further suggest mishandling. This customer received a replacement device and this device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their pad-pak could not be inserted into their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.